Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet pump, with call review and device reports indicating repeated overcorrection of low glucose events and a user-selected practice of not announcing meals after training with an external trainer. Symptoms included hypoglycemia. Outcomes included user education and troubleshooting, including a recommendation for additional training, provision of a training link, and outreach to clinical support teams. Investigation included review of device reports and user practices. Investigation of this case revealed user technique concerns, specifically overcorrection with oral carbohydrates such as maple syrup and peanut butter and non-announcement of meals, without evidence that the pump settings or algorithm were maladapted enough to warrant a reset if meals were properly announced. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.